Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient needed to get his pump refilled and he was 5 days past because of a medical condition he has. The patient called one hcp and the lady said they hadn't seen him in "a couple years", the hcp was not taking new patients, and hung up on the patient. It was stated that hcp was being uncooperative. The patient also called the emergency room and they would not do anything. When asked where the patient was supposed to get the pump refilled, it was stated at a pain management center in (B)(6). It was further stated that it would be a (B)(6) taxi ride there and back. It was also stated that the patient needed the pump refilled "today". It was stated that the patient had not called the hcp office in (B)(6) to see if there was anything they could do to assist the patient. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.